Event description:
Procedure performed: unknown. Event description: subject of complaint: "large resistance when inserting seal component". Report from the sales rep: "the septum was popped out when inserted and removed the scope. When the scope was inserted, the resistance was large and it was difficult to insert it." Initial investigation report: "the event unit was returned to us and visually inspected. The septum was detached from the seal component (pic.1~2). No visual damage was found in the ddb and shield. The unit will be returned to amr for further evaluation. Admin# (B)(4). Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical. Visual inspection of the returned unit confirmed that a piece of the septum, an internal rubber component of the seal, had separated from the seal. Engineering observed that the shield, a plastic component of the seal, was also dislodged within the seal. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: subject of complaint: "large resistance when inserting seal component." Report from the sales rep: "the septum was popped out when inserted and removed the scope. When the scope was inserted, the resistance was large and it was difficult to insert it." Initial investigation report: "the event unit was returned to us and visually inspected. The septum was detached from the seal component (pic.1~2). No visual damage was found in the ddb and shield. The unit will be returned to amr for further evaluation. Admin# c19242963" patient status: no patient injury.